Event description:
According to the info rec'd, the 20mm amplatzer septal occluder was implanted and its position was verified by ice. Post-implantation, the pt went into atrial fibrillation and was cardioverted. Post-cardioversion the device was checked and found to not be in place. A 14f sheath was used to snare the device, which was then inadvertently discarded.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided at aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should the imaging become available at a later date, a supplemental report will be filed.